Manufacturer narrative:
The suspect device was returned to olympus for evaluation. Inspection and testing confirmed the reported issue. The device did not display an image due to a printed circuit board failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was no image on the screen of the subject device when the power was on. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root causes of the faulty qb board and bi board could not be determined. Olympus will continue to monitor field performance for this device.